Event description:
A health care professional reported that during intraocular lens implantation procedure 3 nurses used the same injector, difficulty advancing lens due to resistance was observed and 2 noted damage to lenses on one occasion each.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h3., h6 and in h11 one opened company handpiece in a plastic case was returned for evaluation for the report difficulty advancing the lens due to resistance resulting in a damaged lens. A visual inspection of the iol handpiece injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and was found to be conforming. Review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a company delivery system with the product information matching the reported lot number. The reported issue was not confirmed. Not company manufacturing related - based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional and functional testing. The manufacturer internal reference number is:(B)(4).